Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's keypad was not working. The top row third button seemed to be sticking during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'got back from repair having same issue keypad not working top row third button is not working, key seems to stick' was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the 1st row 3rd column key is stuck and operating poorly. The keypad requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.